Manufacturer narrative:
The reported event of the remaining longevity estimation not being displayed post bvvi recovery was confirmed. Based on the information provided, it was determined that the cause for the remaining longevity estimation that was not presented was due to consumption data; therefore, technical service¿s assistance is needed to determine the remaining longevity estimation.

Event description:
It was reported, the device was unable to calculate the remaining longevity. Technical support was contacted and able to provide an estimated longevity but recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue being monitored.